Manufacturer narrative:
Device evaluation summary: there is no indication of a device failure associated with this event. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (rash) has been confirmed. The patient alleged she has a rash underneath the therapy electrode (te) pads on her back. The patient consulted her physician who prescribed a cream. Follow-up indicated that the patient had been using the cream and that the rash has improved.